Event description:
Report received of an underdelivery. The customer contact indicated that the event was a result of an error in programming the device. In 2003 at 2115, the pump was programmed in the dose calculation mode to deliver 25000 units of heparin in 250 ml at a dose of 16 units/hr instead of the intended dose of 1600 units/hr. One day later at 0525, the reporter stated the programming error was noted and the pump was reprogramming to deliver the intended dose of 1600units/hr. A ptt was drawn. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.